Event description:
During an unk procedure, abnormal staple closure. Some of the staples were embedded in the bowel and caused brusing to the bowel. Staples were removed. Another like device was used to complete the procedure. There was no pt consequence.